Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic dissection. It was reported that approximately one month post index procedure a CT revealed that the valiant stent graft had a distal type I endoleak. The physician elected to implant an additional valaint stent graft and extended coverage to the level of the celiac trunk and the endoleak was resolved. Per the physician the cause of the event was due to undersizing. No additional clinical sequelae were reported and the patient is fine.